Event description:
On 06-jan-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with blood glucose levels requiring hospitalization. Prior to hospitalization, the user reported receiving medical evaluation for elevated ketones and treatment with intravenous fluids. The user was hospitalized, received medical treatment, was discharged the following day, and resumed use of the device.

Manufacturer narrative:
The manufacturer became aware on 06-jan-2026 that the user experienced a reported diabetic ketoacidosis event on (B)(6) 2026 that resulted in hospitalization. Attempts were made to obtain additional information from the user, but complete blood glucose values, treatment details, and facility information could not be confirmed due to lack of response. Review of available device engineering logs was limited because the device date and time settings were incorrect as a result of prolonged power loss following a shutdown, preventing accurate alignment of log data with the reported event date. No device malfunction alerts were identified in the available engineering data. Due to incorrect date/time settings and extended periods of device inactivity, the reported event could not be definitively evaluated. Based on the information available, the cause of the reported event remains undetermined, and no confirmed device malfunction was identified. If the device is returned and additional data become available, further evaluation will be performed and a supplemental MDR will be submitted if warranted.